Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits was reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device was found to have a bent tip and the tip was stuck in the arm during insertion. The customer had contact with a healthcare professional who removed the sensor tip from the customer¿s arm. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device was found to have a bent tip and the tip was stuck in the arm during insertion. The customer had contact with a healthcare professional who removed the sensor tip from the customer¿s arm. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Observed watermark at the base of the sensor tail. No malfunction or product deficiency was identified. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.